Event description:
The pt reported he has had elevated blood glucose readings for 2-3 weeks. He stated his reading this morning was 250 mg/dl with his targeted reading being 140 mg/dl. He stated he corrected this by bolusing through his insulin infusion device and his blood glucose readings have remained near his target for the remainder of the day. Troubleshooting did not find any product issues. During troubleshooting, the pt noticed an air bubble but stated it is the first he has seen. The effect of air bubbles on blood glucose levels was discussed with the pt. The pt was educated on how to check his cartridge volume and basal history. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.